Event description:
On (B)(6)2019, a carbomedics standard mitral valve m7-027 was explanted due to high gradients. The device was implanted on (B)(6) 2001.

Manufacturer narrative:
The manufacturer received additional information confirming that the device involved in this event is, in fact, a carbomedics standard mitral, not a carbo-seal valsalva ascending aortic prosthesis as initially reported. Following this information, a full device analysis was performed. The returned prosthesis showed the presence of pannus, visible on both sides of the prosthesis. Despite the presence of thrombus apposition, the leaflets were mobile. Histological analysis revealed gram +/- bacteria spread inside the thrombus deposition and the fibrous pannus that covers both sides of the sewing ring. Histological analysis also identified inflammatory cells throughout the sample. In order to allow an exhaustive evaluation of the functional behavior, the functional subassembly of the valve (cphv pyrolite subassembly) was removed from the sewing cuff, and it was thoroughly cleaned and inspected without highlighting elements of non-conformities. After that, the returned cphv subassembly underwent hydrodynamic testing in simulated physiological conditions. The valve showed a correct movement of the leaflets during opening and closure phases. No anomalies were observed both in normotensive and in hypotensive conditions. Furthermore, a complete manufacturing and material records review for the cphv prosthesis sn (B)(6) has been performed. The results confirmed that the returned product satisfied all material, dimensional and performance standards, required for a carbomedics standard mitral m7-027 at the time of manufacture and release, including the function test of the valve in a hydrodynamic tester. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device. No functional anomalies were detected during the kinematic testing and no elements of non-conformities were identified during the investigation performed. Given the results of the histological analysis, the presence of thrombus depositions, inflammatory cells, and bacteria colonies indicates the onset of infective endocarditis in the acute phase. The reason for the observed high gradient is related to the progressive stenosis due to the thrombus presence and the pannus overgrowth, which are the reasonable consequence of the infective endocarditis documented by the histological results. It is possible that patient factors contributed to this event. However, no clinical history is available and this cannot be ultimately confirmed.

Manufacturer narrative:
The manufactured attempted to follow up to retrieve additional information on this event and to clarify the discrepancy between the device reportedly object of the complaint (carbo-seal valsalva) and the device actually returned (carbomedics mechanical valve). No further clarification has been received to date. As such, the manufacturer is unable to perform any additional investigation and ultimately the root cause remains undetermined. Should additional information be provided, a follow-up report will be submitted.

Manufacturer narrative:
The manufacturer is submitting a correction to section f since the patient codes were not updated following the results of the device investigation previously submitted.

Manufacturer narrative:
Based on the preliminary inspection of the device, it is evident that the returned prosthesis is not a carboseal; rather, it is a carbomedics mitral valve. The manufacturer is presently following up to clarify the device involved in this event.

Event description:
On (B)(6) 2019, a carbo-seal valsalva was explanted because of high gradients. The implantation time of the device is presently unknown.